Event description:
It was reported that during implant, the tip of the right ventricular lead looked as if the helix was retracted under fluoroscopy but the helix kept getting hung up in the outflow tract. It was noted this was possibly due to the patient's artificial valve. Also, when the physician pulled on the lead the helix became uncoiled. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix distorted. After carefully straightening out the helix, it was able to be extended and retracted within specification.